Event description:
Our facilty has been having a problem with the braking system on stryker beds failing. The clinical engineering department was able to prove to the vp of quality at stryker that their was a huge safety problem, which resulted in a recall.